Event description:
It was reported to boston scientific corporation that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon exited the tip of the scope and would not inflate. It was reported that the balloon did not inflate at all. We confirmed with the complainant that there were no issues noted with the balloon. The investigation results revealed a pinhole, which was contrary to what was originally reported. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon exited the tip of the scope and would not inflate. It was reported that the balloon did not inflate at all. We confirmed with the complainant that there were no issues noted with the balloon. The investigation results revealed a pinhole, which was contrary to what was originally reported. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Visual examination of the returned device found no visible issues with the catheter of the device. However, through functional testing two pinhole were noted to the balloon material. Although the customer reported there were no visible issues to the balloon, through investigation results a pinhole was found, causing the balloon to not inflate. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.